Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). There is no indication the lens was removed. Device evaluation: the product was not returned for investigation as it remains implanted; therefore, the reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a haptic that would not release from the cartridge as it was stuck. The iol was partially delivered. The surgeon had to manually release it to properly place it into the patient¿s eye. The lens remains implanted. There was no vitrectomy, no incision enlargement, no serious patient injury, and no sutures. The procedure was completed successfully. No additional information was provided to abbott medical optics.